Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that the patient with this pacemaker had infection. A revision was performed and the pacemaker with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additional information received from the field representative indicates that patient experienced a late pocket issue that was thought to be old hematoma and thus, the physician elected to explant the system. Furthermore, the products were not returned by the account as they were sent for pathology testing and those cultures didn't grow any bacteria. The patient was later re-implanted with a pacemaker on the right side and subsequently developed ventricular tachycardia (vt). Eventually, that pacemaker and rv lead were later explanted and replaced with the patient's current system. No additional adverse patient effects were reported.